Event description:
It was reported that a spectrum infusion pump failed flow accuracy test repeatedly in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failing flow accuracy test repeatedly" was reproduced. Flow testing was performed, test 1: delivery rate (125 ml/hr), run time (60 mins), volume to be infused (125 ml), results (127.732 ml), error percentage (2.186%), test 2: delivery rate ( 40 ml/hr), run time (60 mins), volume to be infused ( 40 ml), results ( 43.630 ml), error percentage (9.075%). The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the pressure plate travel. The pressure plate travel required to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.